Event description:
Facility reported the male end of the transfer set had cracks and "chunk fell out". (The end connecting to the pt's type ii adapter). The pt's tubing was changed and the pt received times 3 days prophylactically (do not known which antibiotic). The set had been in place since 2000. The sample is available for examination.